Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Event description:
The sales consultant reports regarding a prodisc cervical procedure. The original surgery had been done on (B)(6) 2012. On (B)(6) 2012, the patient came back to the surgeon complaining of pain in the neck and left arm. The doctor ordered x-rays and a catscan, from the results the doctor determined the prodisc was not placed optimally in the patient. The doctor has ordered a revision surgery scheduled for (B)(6) 2012. The surgeon has not determined at this time what his plans are for the revision.